Event description:
Tested positive for covid-19 using bd veritor point-of-care testing of healthcare workers in nursing home setting for asymptomatic testing; immediate re-test produced negative result and follow-up pcr swab was negative. FDA safety report ID # (B)(4).